Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had issue with the transmitter that wont last the charge a day after fully charging the transmitter and it will only appear 16% . Partial troubleshooting was performed and customer confirmed low battery transmitter alert. No harm requiring medical intervention was reported. The product will not be returned for failure analysis.